Event description:
The patient could no longer hear with her cochlear implant after a swing hit the patient on the implant side. At the implant center, communication could not be established with the implant. The surgeon explanted the device in 2006 and reimplanted a new device on the same day. During the surgery, he noticed a dent in the titanium casing.